Event description:
This report was received from (B)(6) and is a spontaneous report by a baxter-employed nurse from (B)(6) of a break in aseptic technique and peritonitis in a patient, coincident with dianeal pd2 ultrabag therapy for peritoneal dialysis (pd). On an unreported date in 2011, a break in aseptic technique occurred described as the patient made a mistake. On (B)(6) 2011, the patient experienced peritonitis, and was hospitalized on the same date. The cause of the peritonitis was the break in aseptic technique. The peritonitis was resolving, but the patient remained hospitalized. It was not reported if the patient was retrained in aseptic technique; therefore, the outcome for the break in aseptic technique is unknown. Remedial treatment was not reported. Dianeal therapy was ongoing. A causality statement was not provided.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported problem. The root cause investigation is in progress. The cause of the reported condition of peritonitis is use error-poor aseptic technique.